Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements greater than 3000 ohms in the left ventricular (lv) channel. Technical services (ts) was contacted, and the impedance was tested on multiple vectors and was bouncing around. Additionally, certain configurations caused muscle stimulation. When the threshold was tested, it was noted that there were also high capture thresholds. This crt-d lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.